Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. A batch MDR is being submitted to represent the multiple samples in this batch run. This will represent one event on a single device as per FDA guidance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 480t. A customer from the united states alleged that they received potential false positive results for 20 patients¿ samples tested across7 batch runs. The customer reported that they observed late CT values in target 2 >35 for 20 patient samples a sars-cov-2 positive result, when the samples were analyzed using the cobas® 8800 (sn (B)(4)). The 20 patients¿ same samples were repeat tested and analyzed on the cobas® 6800 (sn (B)(4)) that generated sars-cov-2 negative results. No patient details were made available, and no harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed. Seven (7) mdrs will be filed one for each batch run as per FDA guidance.

Manufacturer narrative:
A review of the data provided showed the control cts generated performed in line with internal release data and the control curves showed no major shifts or suppression. An investigation performed did not identify any product problem related to the customer allegation. Based on the information and data provided and the investigation performed there is no indication the product is not performing as intended. The likely cause of the discrepancy alleged is sample/ site specific factors like testing samples near the limit of detection (lod) of the test, which can waiver between positive and negative and potential sample mix up. Data was received from the customer for one of the batch runs in regards to 1 of the 19 alleged samples within one of the 7 batches that was identified as positive for target 1 (t1) and t2 and generated robust sigmoidal curves with a t1 CT of 28 and t2 CT of 28.4. Upon repeat this sample tested negative for both targets. (B)(4).